Manufacturer narrative:
D10: 164-01-10 - vastago element s/collar offset std. Nº10 5438237. 180-11-48 - (disc) novation crown cu p, cluster-hole with ha, 5620359. 01-032-03-3294 - univ.cup cabeza ceram. Delta 32 -4 1807.7914.217/005. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a female patient, who had a right tha, reported early wear of prosthetic polyethylene with particulate disease and was admitted to the hospital and needs surgical intervention to prevent injury or permanent disability. No further information provided.